Event description:
It was reported that the intraocular lens (iol) was stuck and when eventually freed the haptic was damaged. The issue was identified during handling / prior to iol insertion. It was reported that there was no contact with the patient's eye. No further information provided.

Manufacturer narrative:
Per regulation (EU) 2016/679 (general data protection regulation), patient identifiers should not be collected or recorded or shared with any third parties; therefore, the information is not provided. If implanted, give date: not applicable, no patient contact with product. If explanted, give date: not applicable, no patient contact with product. (B)(6). The lens was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.